Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a healthcare professional (hcp) from (B)(6) of bacterial peritonitis in a subject from a (B)(4) study, coincident with dianeal pd4 (dianeal pd4 glucose (B)(4)), extraneal viaflex (extraneal (icodextrin (B)(4)), and nutrineal pd4 (nutrineal pd4 (B)(4) amino acids clear-flex, solution) for peritoneal dialysis (pd) therapies. On (B)(6) 2010, the subject began dianeal pd4 (2000 ml, twice a day for 4 hour dwell, lot number not reported), extraneal viaflex (2000 ml at night, for 10 hour dwell, lot number not reported), and nutrineal pd4 (2000 ml daily for 5 hour dwell, lot number not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Pd therapy was reported as ongoing. Per the hcp, on (B)(6) 2011, the subject was hospitalized for bacterial peritonitis without septicemia. On (B)(6) 2011, the subject received treatment with gentamicin (ip), vancomycin (ip), and began oral levofloxacin. The hcp stated, the cause of the peritonitis was technique (details not provided). On (B)(6) 2011, treatment with oral levofloxacin was discontinued. Per the hcp, on an unreported date, the subject recovered from the peritonitis event. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the healthcare professional reported a break in aseptic technique described as caused by technique. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.